Event description:
This is report 1 of 2 for the same event. It was reported that during testing, it was observed that when the console device was plugged into the motor device, the internal fan on the console device began running immediately for two and a half minutes before the foot pedal was turned on. According to the report, the console device displayed an e8 error code before the foot pedal was activated. It was further reported that the motor device was also activated for five minutes and began heating up at the end. There were no other error codes generated. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that port one on the device was turned preventing the pre-test from being completed. It was determined that with this type of damage, the e8 error code was possible. Therefore, the reported condition was confirmed. It was determined that the turned port was due to user error by twisting the connector instead of pushing and pulling it straight in and out. The assignable root cause was determined to be due to user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.